Event description:
A maude report was forwarded to baxter corporate product surveillance which reported that particulate matter (looks like plastic hair fragments) was discovered when filling an unknown number of intravia bags with saline. There was no patient involved or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).additional information:this issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). An actual unit was sent in for an evaluation. A visual inspection was performed and the particle matter was confirmed in the bag. The cause of this condition has not been identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A follow-up report will be filed if any additional details become available.